Event description:
Procedure: unk. According to the report: there was no patient contact. The blade seemed to stay out after the obturator was slid in the trocar and fired. It was very difficult to place the obturator in the trocar. When removed and fired the blade goes in and out. Opened a new device with a different lot number to proceed with the case. No injury reported.